Event description:
Epidural catheter was attempted to be placed for anesthesia during labor, however, a small portion of the catheter tip was noted to have broken off. Patient was taken for MRI and subsequently a CT scan to locate tip. It was felt that a second attempt was not prudent, and the patient was given im pain medication.